Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/02/2024, it was reported by an arthrex subsidiary employee via email that an ar-2324bcc fiberwire broke during use. The case was completed using another model (ar-2325bcc) with unknown lot numbers.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint confirmed. One unpackaged ar-2324bcc serial/batch number (B)(6) was received for evaluation. The returned device was investigated without an anchor/bio, eyelet, or suture threader. The outer driver was unscrewed to check for resistance or damage. No issues were found. Visual inspection of the inner tube shaft found the tip was bent, damaging the cannulation diameter. Also, scratches were observed at the distal end at the tip¿a possible sign of interference with other devices or hard bone. Evaluation of the device¿s cannulation found that the suture was still on the shaft but broken and frayed. The most likely cause(s) for the reported failure can be a user error, improper bone preparation, or misaligned insertion. Per dfu-0087 at revision 2. G. Precautions. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.